Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).

Event description:
During troublehooting a low drain volume alarm that appeared on the homechoice machine, the home patient (hp) reported that there was a large amount of air in the patient line. The technical service representative assisted the hp with ending therapy. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.